Event description:
During follow-up, a device alert was noted. The patient experienced an episode of ventricular fibrillation (vf) with no shock therapy delivered. The vf continued and a shock delivered successfully terminated the vf. The right ventricular lead was suspected to be the cause. The lead was capped and replaced to resolve the event and the patient was stable.